Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was found to be fractured. In turn, surgical intervention was undertaken wherein the lead was explanted. No new leads were implanted.

Manufacturer narrative:
Date of event is estimated.